Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient's remote communicator displayed a red call doctor icon, which indicates a potential issue with the patient's implantable cardioverter defibrillator (ICD). It was also informed that patient has a new telephone provider and since the installation, the communicator is not connecting. Boston scientific technical services (ts) suggested to call the hospital in order to obtain a new usb cell adapter as after trying to initiate the interrogation, the communicator did not connect and displayed 1 yellow sending wave. At this time, this device remains in service and there were no adverse patient effects reported. Additional information was received and confirmed that there was a red alert due to shock lead impedance out of range.